Manufacturer narrative:
The creatinine reagent and the ise-potassium electrode lot numbers and expiration dates were not provided. An instrument performance check was performed, and it was within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with creatinine assay and ion-selective electrode (ise)-potassium electrode on a cobas 8000 c702 module. Potassium: initial result: 7.33 mmol/l. Repeat result: 5.72 mmol/l. Creatinine: initial result: 1223.6 umol/l. Repeat result: 525 umol/l. The sample was repeated on another line.

Manufacturer narrative:
The customer did not provide any additional information for the investigation. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.